Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a battery replacement surgery, the surgeon observed two breaks in the patient's lead. The surgeon decided to only replace the generator as the lead impedance was within normal limits. The explanted generator was not returned. No other relevant information has been received to date.

Event description:
Additional information received noting that during pre-op, high impedance was observed. During surgery the generator and the lead portion that was connected to the generator was found and removed. The surgeon was unable to locate the other part of the lead, so they are getting an x-ray on patient now. The suspect device was not made available for return.